Event description:
The complainant alleged that during a demonstration by a zoll medical sales representative the device displayed an "ECG fault 4" and "pacer fault" message. The complainant indicated there was no pt involvement with this reported malfunction.